Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the left external iliac artery. The absolute pro was advanced to the target lesion and deployed with no issues. During removal of the device, the device was pulled against resistance and it was realized that the stent had not fully deployed at the target lesion. Further imaging noted that the stent had separated in two pieces. The distal end of the stent was at the target lesion, but the proximal end was noted to be approximately 8 -10 cm proximal from the target lesion at the common iliac artery. The distal end of the stent was well apposed at the lesion. A balloon catheter was advanced to appose the separated proximal end of stent to the common iliac vessel wall which was in healthy tissue. Two more stents were used to complete the procedure. Post dilatation was performed successfully with good flow at the end of the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspection was performed on the returned device. The failure to deploy was not confirmed as the stent was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted the absolute pro instruction for use, states: should unusual resistance be felt at any time, including resistance unlocking the handle or rotating the thumbwheel, during stent deployment, the entire system should be removed together with the introducer sheath or guiding catheter as a single unit. The investigation was unable to determine a conclusive cause for the reported deployment issue. It may be possible that the thumbwheel was not completed rotated to fully retract the distal sheath; however, this could not be confirmed. The difficulty/resistance during removal and stent separation was the result of retracting the delivery system while the stent was partially deployed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.